Manufacturer narrative:
As reported, the capsure device fastener failed to fixate. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The functional evaluation of the returned sample finds the device deployed proud fasteners during simulate use testing. Evaluation of internal components finds no missing or damaged components. Based on the reported condition and sample evaluation conducted, a definitive root cause could not be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jun, 2023. Updated fields: b4, d4 (medical device lot # & medical device expiration date), d9, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the capsure fixation device fastener failed to secure well when fixating. It was also reported that procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure device fastener failed to fixate. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position."

Event description:
As reported, the capsure fixation device fastener failed to secure well when fixating. It was also reported that procedure was completed with another device. There was no reported patient injury.